Event description:
Breast implants 2004. Mcghan 168 textured. Soon after, hair failing out. Autoimmune disease, hip pain, back pain, eye infections, chest pain, lymph nodes swollen. Sick every day, as time went on. Brash on breast rash on scalp, sores eat up my nipples. Been to five different doctors. Surgeon says I need implants out asap! Possible mold contamination.